Manufacturer narrative:
Device was used for treatment, not diagnosis. Investigation coordinated by synthes (B)(4). Report received indicates the investigation has shown that the holding pin is broken off and as a result the coupling sleeve does not interlock with the body of the handle. The review of the production history revealed that this instrument was manufactured according to the specification. No abnormal findings were identified. The handle was manufactured according to the specifications.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: after an operation on (B)(6) 2013, reportedly the nurse wanted to remove the chisel. During the removal, quick coupling on the handle fell off and it was not possible to attach it onto the handle. This is 1 of 1 report for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. The manufacturing documents were reviewed and no complaint related issues were found.